Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. Advancement of the 3.5x15 mm trek balloon catheter did not feel normal; however, there was no reported resistance felt during advancement. Despite this the balloon reached the lesion and was inflated to 10 atmospheres for predilatation of the lesion. The attempts to deflate the balloon failed even though negative pressure was applied. The balloon could not be deflated at all and was removed from the patient fully inflated. A new balloon catheter was used to complete the case successfully. There were no difficulties noted during preparation of the device for use. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty could not be replicated due to the condition of the device. Based on visual dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.